Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the device powered on and operated as it should. A motor failure critical error code was noted in the device download error log. The system printed circuit assembly and central processing unit board assembly required replacement to address the issue. No device repairs were done, and the device was scrapped.